Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they were experiencing uncomfortable stimulation. The patient confirmed that the therapy was on and that there were no falls or trauma related to the issue. The patient decreased the amplitude but this did not eliminate the uncomfortable stimulation. The patient then turned the stimulation off but this did not resolve the sensation. It was indicated that the patient¿s urinary/bowel symptoms had returned. The patient stated that for the past week to 10 days they had been having some fecal incontinence and wetting their pants. The patient noted that it had gotten worse and that on the day of report they constantly dribbled. The patient stated that they felt very uncomfortable stimulation and noted that it had started the day before report. The patient reported that it hurt so bad that they could barely sit on the pot. The patient noted that they were on program 2 at 3.8 v at the time of report and then switched to program 3 at 1.9 v. The patient stated that they felt pain from the stimulation and it was noted that stimulation was off at the time, so the stimulation that they were feeling could be residual. The patient was advised to leave stimulation off for a few hours to see if the painful stimulation subsides and to follow up with a healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that one month postimplant the patient noticed therapy was working on and off for them. The patient¿s healthcare provider told them to turn their therapy off on (B)(6) 2018, and the patient was scheduled to go in for tests on (B)(6) 2018. It was noted that they may have their ins replaced on (B)(6) 2018. It was reported that the healthcare provider told them that their ¿lead wires do not last as long as they had them implanted.¿ their stimulation was on at the time of the call. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown, serial# unknown, product type: unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had a loss or change in therapy. The patient was ¿three sheets to the wind¿ when device instructions were given after implant; patient could not remember if instructed to keep a voiding diary. The first couple of days after implant were awesome, but now she ¿pees straight through it¿. The patient did not feel stimulation at the time of the report and it was confirmed that therapy was on and the patient was on program 2 at 2.1 volts. Through troubleshooting patient services had the patient increase to 3.3 volts while on program 2 and suggested the patient try that setting for a few days and to keep a voiding diary, and if improvement was not seen to call the manufacturer back for help with adjustment or call their doctor. It was also noted the patient made a product enhancement suggestion to have an antenna that fits in the pouch with the programmer. No further complications were reported or are anticipated.